Event description:
On (B)(6) 2013, it was reported that there was a thin black line going across the display of the patient's blood glucose monitor that could lead to misinterpretation of the values displayed on the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Iu observed cracks and an orange-blue screen in the right hand corner of display when meter powered on. Meter display has a shattered appearance, orange-blue screen. Iu observed a scratch to the meters plastic covering over the lcd of the meter.